Event description:
It was reported that non sustained rv oversensing due to post paced t-wave oversensing was observed via a remote transmission. The patient was asymptomatic. Programming changes were recommended.